Manufacturer narrative:
An event of mild perivalvular leak (pvl) was reported. Also reported that the patient developed a left bundle branch block (lbbb), atrial fibrillation with rapid ventricular response the following day. The device remains implanted and will not be returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The severe calcification could have contributed to the reported to paravalvular leak and heart block. The exact cause could not be determined. The reported unexpected medical intervention was due to a post-implant balloon aortic valvuloplasty performed due to pvl; post-intervention there was no pvl. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device. The length of the membranous septum is 4.7mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed once during procedure. The final non-coronary cusp implant depth was 5.1mm. There was severe calcification extending beneath the aortic annular plane in the interventricular septum. The implanter did check for non-uniform expansion (nue). A post-implant balloon aortic valvuloplasty was performed due to mild perivalvular leakage (pvl). Post-intervention there was no pvl. On (B)(6) 2025, it was noted that the patient developed a left bundle branch block (lbbb). No intervention or prolonged hospitalization occurred. The patient also developed atrial fibrillation with rapid ventricular response a with a rate of 140 beats per minute. The decision was made to withhold all atrioventricular nodal blocking agents. The cause of the lbbb is attributed to the implant procedure. The patient was discharged at the time of report.